Manufacturer narrative:
B3: date is approximate with year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt stated they had been having pain for the past 6 months. Pt stated their healthcare provider (hcp) has suggested an intellis ins. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt had many questions on differences between her existing device and intellis. Patient services reviewed and directed back to the hcp. Additional information received rom the patient. Patient reported they did not meet with the hcp. Patient will be meeting with rep. Issue has not yet been resolved. Additional information was received from the patient. Patient mentioned their implant battery was replaced but the leads were not replaced.